Event description:
On (B)(6) 2025 leica biosystems received a complaint that one of our customers experienced suboptimal tissue processing in one run on their histocore pearl tissue processor on (B)(6) 2025. Through further communication with the customer it was determined that also samples processed in one run on (B)(6) 2025, and several samples processed between (B)(6) 2025 showed suboptimal tissue processing. It was further determined that the customer only uses the histocore pearl for the processing of human non-clinical tissues samples for research purposes. Therefore no patients were negatively impacted by this event.

Manufacturer narrative:
On september 25, 2025, the investigating leica biosystems engineer, quality assurance & regulatory affairs reported the following: application issue ¿ wrong reagent changed no error that would affect the processing protocol was found in the log. After measuring the ethanol concentration in each reagent bottle, some deviations in the ethanol percentages were observed. Since all reagents have been replaced with fresh ones, all test results are acceptable. It is suspected that the customer may have accidentally filled in the wrong ethanol which led to the poor tissue processing quality. An analysis of the device logs showed that there were no error codes recorded associated with the event that would have affected the processing protocol. An examination of the device at the customer site by the leica biosystems application consultant team lead revealed that there were deviations with the ethanol gradient concentration percentages. An incorrect ethanol gradient can have a negative impact on the processing quality of tissue samples. The customer was advised to replace all reagents with fresh stock. Following the replacement a test run was performed, and the test samples were processed with the expected quality. Following the run filling levels and ethanol concentrations were determined to be within specifications. The customer has purchased a hydrometer and has created a plan to document all future reagent changes. On (B)(6) 2025, leica biosystems was informed by the customer that following the implementation of the above-mentioned process changes the device is performing as expected.

Event description:
On august 06 2025, leica biosystems received a complaint that one of our customers experienced suboptimal tissue processing in one run on their histocore pearl tissue processor on (B)(6)2025. Through further communication with the customer it was determined that also samples processed in one run on (B)(6)2025, and several samples processed between (B)(6)2025 showed suboptimal tissue processing. It was further determined that the customer only uses the histocore pearl for the processing of human non-clinical tissues samples for research purposes. Therefore, no patients were negatively impacted by this event.